Manufacturer narrative:
(B)(4). Insulin pump p-cap test reservoir locked properly in place. The pump powered up properly after battery installation. The pump passed the displacement test and self test. No unexpected pump error noted during testing. However, pump error confirmed in formatted history file due to moisture damage on electronic assembly. The pump was cut and traces of moisture damage on electronic assembly, flex cable and sensor noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Insulin pump had alarm was generated when a power failure is detected. At time of incident they were swimming. No harm requiring medical intervention was reported. The device will be returned for analysis.